Event description:
It was reported that during an a-fib procedure, a 10 pole lasso nav catheter was stuck in the left inferior pulmonary vein and it will not retract. The procedure was a re-do a-fib ablation and the lspv had been isolated when the lasso was being moved to the lipv. The physician stated he was unable to seat the lasso at the lipv os despite the loop being contracted to the minimum diameter. He then cannulated the vein with the sheath and deployed the lasso. As the lasso was being deployed he stated it did not feel right but when he attempted to retract it he encountered resistance. He attempted clockwise torque without success and stated he minimally torqued the catheter counterclockwise without success. The patient was under general anesthesia and the vital signs remained stable. A cardiovascular surgeon was present for consult. The patient was sent to surgery and the device was removed, a pericardiocentesis was done prophylactically.

Manufacturer narrative:
Further clarification was provided: the patient was taken to the o.r. Just in case surgical intervention was needed. The ep physician reported that a pericardial drain was placed prophylactically in the event of an effusion. The lasso catheter was then retracted, but required more force than normal. No evidence of an effusion was noted. The patient was discharged later without further events. All bwi equipment was working properly and was unaware of any complications until the physician commented on having trouble moving the lasso catheter. (B)(4).

Manufacturer narrative:
Bwi representative contacted the hospital administrative recommending that they return this catheter to bwi for evaluation. The customer advised that the catheter was being sent to the FDA. Note to FDA: if at all possible, upon receipt of the reported device from the customer, kindly return the catheter to bwi to enable the investigation of this complaint. Concomitant products used during the procedure: carto 3 system, model #: m-4800-01, (B)(4); cool flow irrigation pump, model #: m-5491-02, (B)(4); stockert rf generator, model #:m-5463-01, (B)(4); ez steer thermocool navigation catheter, model #:d-1292-05-s, lot #.: 15368668m; (B)(4).